Event description:
It was reported that a cadd® cadd-legacy® pca pump experienced failed accuracy. No patient involvement has been reported.

Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis. The customer's reported problem was "failed accuracy -8.7%, 20ml test". Visual inspection found the pump to be in good condition. Inspection of the pump's event log revealed no evidence of reported problem. The delivery accuracy tests were not able to duplicate customer's reported problem. The delivery accuracy tests found the pump to be within the control limit specification of +/- 3% and within the published specification of +/- 6%. No fault was found with the pump. The pump's expulsor was trimmed in order to bring the delivery into more nominal of a range. The device history record was reviewed and found to be in compliance. No manufacturing or testing issues were found.